Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and was instructed to clean, prime and auto-align the server probes. The ccc requested that the customer perform precision studies. The customer ran three precision studies and provided a summary of the data. No additional troubleshooting was required. The siemens headquarters support center (hsc) reviewed the information provided and does not suspect reagent or instrument issues since no other samples were involved. The cause of the discordant falsely low glucose (glucose) test result is unknown. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant falsely low glucose (glu) test result was obtained for a patient sample on a dimension vista 500 instrument. The initial result was reported to the physician(s). There was a request to repeat the test because the initial reported result did not agree with a point of care test result obtained on a glucometer. The result obtained using the glucometer was not provided. The same sample was repeated on an alternate dimension vista 500. The repeat test result was provided to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low glucose test result.